Event description:
During product service by a service technician, a flogard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be force sensing resistors (fsrs) out of specification. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.